Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that during the load process, the customer accidentally loaded an empty cartridge onto the pump. The cartridge was subsequently removed and the fill cannula step was performed with 32 units of insulin while the customer was connected to the tubing. Reportedly, the customer indicated they were not "paying attention" when going through the process. The customer went to the emergency room as a precaution after experiencing a blood glucose (bg) level of 76 (mg/dl). The customer was treated with juice and glucose.